Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and verified the reported issue. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing its service indicator with several event codes logged and also was intermittently rebooting itself. The device would not be usable with a patient during the reported reboot issue. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent replaced the system controller and user interface pcb assemblies and also the flex cable assembly which connects the user interface pcb to the pcb stack. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the cause of the reported issue was due to a thermally sensitive crystal, designator y3 from the system controller pcb assembly.